Event description:
It was reported the device was used in a gastroplasty. It was reported the device made a continuous beep. Another device was used to complete the case. There was no consequence to the pt.